Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2009. (B)(4).

Event description:
The patient reported that the remote monitor transmission caused a sensation described as "leads being on fire" while downloading in formation for transmission but not during the transmission phase. Attempts to obtain further information were unsuccessful. The monitor and leads remain in use. No patient complications have been reported as a result of this event.